Event description:
It was reported that during a pd procedure, the blade did not recognize the ultrasonic oscillation. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the device a was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly max button were not functional. The device was disassembled for further investigation and no issues were noted. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the device b was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. Device b, mfg date: 07/2007, exp date: 06/2012.